Manufacturer narrative:
The device was not returned to olympus for inspection; however, it was confirmed that the event occurred. A root cause could not be identified. Based on the results of the investigation, it is thought that the probable cause was that the user did not read the instruction manual carefully and had insufficient knowledge of the device. The event is detectable and preventable by handling device in accordance with the following IFU: IFU operation manual ¿3.9 checking the concentration of disinfectant¿ should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the acecide in the endoscope reprocessor was replaced every 14 days; however, the concentration was not checked immediately before cleaning any endoscopes. The issue occurred during reprocessing. There was no patient involvement.